Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Product was returned for evaluation. The underlying cause documented on the irs or return fields in oracle is identified as: broken weld at rear arm gusset; metal also broken at gusset. Complaint of the weld at the rear of the side frame broke confirmed. The dealer stated the weld at the rear of the side frame broke. The damage is on both the left and the right sides.

Event description:
The dealer stated the weld at the rear of the side frame broke. The damage is on both the left and the right sides.

Manufacturer narrative:
Product was returned for evaluation. The underlying cause documented on the irs or return fields in oracle is identified as: broken weld at rear arm gusset; metal also broken at gusset. Complaint of the weld at the rear of the side frame broke confirmed.